Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation alleges that the patient suffered injuries as a result of a defect in his asr right hip implant. Litigation further alleges that the patient was injured by excessive levels of chromium and cobalt in his blood as determined from blood tests. Update - medical records received (B)(6) 2013. Revision operative report indicates the following: pain; metal ions elevated; marked corrosion; soft tissue debris removed; synovitis; posterior superior defect; removed the retained tip of a retractor from previous surgery. Adapter sleeve, femoral stem and unknown retractor added to complaint. Part and lot numbers identified for cup and head through invoice search.